Event description:
It was reported that the patient¿s blood glucose reached 305 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.